Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between pd treatment with the liberty select cycler and the patient¿s hospitalization for pneumonia, and fluid volume overload. However, there is no objective evidence that indicates a liberty select cycler malfunction that caused or contributed to the patient¿s event. The patient¿s pd nurse indicated the patient was non-complaint with performing pd therapy on a regular basis. Noncompliance is a well-documented risk factor for hospitalization and is very likely to cause fluid volume overload in a dialysis dependent patient. Therefore, the patient¿s adverse event is probably related to ongoing non-compliance with pd therapy, as the patient was not completing treatments as prescribed. Moreover, the patient¿s fluid volume overload may have been a precipitating factor for developing pneumonia.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for feeling overfilled, pneumonia and congestive heart failure. The patient¿s past medical history is significant for hypertension, congestive heart failure, unspecified psychological issues. Details surrounding the patient¿s hospitalization course are unknown as the hospital discharge summary was not available. However, during follow-up with the pd nurse, it was reported the patient was hospitalized due to fluid volume overload and pneumonia due to not performing pd therapy. The nurse did not report the patient had congestive heart failure. The nurse indicated the patient has unspecified psychological issues and is non-compliant with pd treatment. It was stated the patient was told by their doctor that they had an abdominal tumor which caused them to feel overfilled and as a result the patient was not doing their dialysis treatment as prescribed. The patient continued pd therapy while hospitalized (unknown products/ treatment details) and subsequently, the patient was discharged home. The patient¿s fill volume was decreased from 2100 ml to 1800ml, per the patient's request and the patient continued pd therapy (details unknown).